Event description:
Narrative from staff: y connector not draining. Noted that it was defective and changed out. It was noted that the chest tube not draining when examined noted that a plastic barrier (defect) inside the y connector was preventing the drainage from flowing. Patient put out 150ml when y connector was changed out.